Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a low grade infection. The surgeon removed the implants, cleaned out the shoulder, and implanted with vancomycin in the cement.